Event description:
A nurse reported fibers noted during eye an unknown quantity of procedures. It is unknown if there were fibers retained in the eye during the procedures. Additional information and product sample were requested. The reporter informed that there are no additional details available.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The lot specific of the product for this event is not known; therefore, lot history and device history record review is not possible. A sample has not been returned. The file will be processed for closure and opened at a later date if the sample is received. The root cause of the customer's complaint is not known. The manufacturer internal reference number is: (B)(4).